Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2024, the user reported that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis it was determined that the sensor had deviated from normal behavior, a sensor replacement was approved, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection showed no anomalies on the sensor. The sensor functional performance testing also did not show any indication of malfunction. Per case notes, the user reported an infection at the insertion site (MFR#: 3009862700-2024-00952) on (B)(6) 2024. A review of in vivo sensor data showed optical instability around on (B)(6) and onwards. This is potentially due to the infection present at the insertion site and most likely contributed to the observed sensor inaccuracies. As part of resolution, the RMA was authorized to offer the user a sensor replacement. No further resolution was necessary for this complaint. B4: date of this report updated to 25 november 2024. G3 date received by the manufacturer? 20 november 2024. H3: device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 22.